Event description:
It was reported that the pump force out of specification. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was reported. Error history log review found a force sensor test error. During check force reading in the biomed menu with zero force applied, the reported problem was duplicated. The root cause of the reported issue was found to be the force was out of calibration. Actions were taken to mitigate the reported issue: recalibrated the force sensor.